Event description:
It was reported that on the patient's follow up appointment on around (B)(6) 2025, they had complaints of abdominal pain and distension. An abdomen/pelvis computed tomography (CT) was done as the patient had not had one in a while. It was negative for any acute issues, but did show moderate feces in colon, although the patient had denied any constipation and had regular bowel movements (bms). The patient called and scheduled a clinic appointment about 5-6 weeks later because they had been feeling worse and said their right upper quadrant (ruq) of the abdomen was in a lot more pain. The patient said they have been eating all right. Although the patient had some nausea at times, they were not vomiting. The patient had the feeling of food getting caught as they did in (B)(6), and reglan was tried, but they reported it did not help. The patient had been feeling weaker and had trouble walking into the clinic and also had shortness of breath (sob). The patient said they were making urine and had regular bms. Their weight was about the same from their last clinic visit. The patient was only on anti-hypertensive meds and their blood pressure (bp) in the clinic was 120/0 and tended to run high. The patient had many times in the past been very hypertensive near 150s when they had been seen. They denied having increased dizziness. The patient had not been on diuretics in a while due to renal dysfunction and had been mostly euvolemic in the past. The patient underwent extensive testing to determine the cause of their chronic discomfort. The patient was found to be anemic with hemoglobin level of 7.2 on admission and was given a unit of blood and started on retacrit 3 times weekly and the hemoglobin and hematocrit stabilized. The patient had chronic kidney disease. Their blood urea nitrogen (bun) and creatinine had worsened prior to this admission and continued to worsen during their admission. Nephrology was consulted and the possibility of needing dialysis was discussed. The patient did not want to have dialysis, even if it was deemed necessary. The patient was found to have non-obstructing renal stones, and urology was consulted and recommended outpatient ureteroscopy (urs)/laser/stent. The patient was also treated for klebsiella pneumoniae cystitis with rocephin. They underwent a right heart catheterization (rhc) with speed optimization as well. Despite all of these findings being addressed the patient continued to complain that they did not feel well. The patient has had various vague complaints since their left ventricular assist device (lvad) implantation. They have stated on a regular basis that they had not felt right since implantation and that they regretted getting the lvad. From a medical opinion, the patient had been severely depressed for a long time, and this was discussed with the patient many times and antidepressants were recommended which they had refused. During the patient's hospitalization they were seen by psychiatry and started on zoloft, but they took it only for a short time and then began refusing it. The patient stated multiple times during this hospitalization that they wanted to be able to "go home and die" since they thought they would never start to feel better. Palliative care was consulted, and arrangements were made for the patient to be discharged home with home hospice. The patient elected to have their pump turned off on (B)(6) 2025 and passed away peacefully shortly after due to support withdrawal. The death was not considered to be device related and the device operated as expected. No device would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death, renal dysfunction, and hypertension. Section 6 of the IFU (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.